Manufacturer narrative:
To date the device has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
Customer reports that they received a defective 110-4bt. They further state that item did not come into contact with a pt.